Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 with noise reversion episodes. Review of the transmission revealed that the right ventricular (rv) lead had noise which triggered the noise reversion episodes. The patient was brought to the clinic on (B)(6) 2021 and programming changes were performed to the rv lead. The patient was in stable condition.